Event description:
Meter name: one touch basic enhanced. Strip name: one touch teststrips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. A pt reported they called 911. Their meter allegedly was inaccurately low. The results on their meter were 45mg/dl, 43mg/dl, 48mg/dl, 77mg/dl, 52mg/dl, 62mg/dl, 57mg/dl, 56mg/dl, 47mg/dl, 44mg/dl, 42mg/dl, 40mg/dl. The result on the emt meter was unknown. No comparison reported. Dr advised customer to eat certain foods, when blood glucose level did not increase they called 911. No further info has been reported.